Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products: item # 24-6563, lot # 721550b; tmj system sm lft fossa component. Item # 01-6545, lot # 744080c; tmj system 45mm rt narrow mandible component. Item # 01-6546, lot # 845300d; tmj system 45mm lft narrow mandible component. Item # 24-6562, lot # 084150b; tmj system sm rt fossa component. G3: consumer: patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00001; 0001032347-2024-00010; 0001032347-2024-00009.

Event description:
It is reported that the patient has undergone temporomandibular joint procedures and is now being considered for a revision procedure. No further revisions have been reported to date. Attempts have been made and no further information has been provided.